Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 2x daily. The patient manages her diabetes with metformin pills (500 mg 2x daily) and novolog insulin (as needed). The alleged issue began on (B)(6) 2012 at 4pm. The patient reported a blood glucose result of "377 mg/dl" with the subject meter. The patient's usual blood glucose reads "about 150 mg/dl." Based on the alleged result, the patient administered self novolog insulin (10 units). About an hour after, the patient claims she felt tired, had blurred vision and passed out. Emergency medical services (ems) was contacted. A health care professional (hcp) gave the patient glucose as treatment. The patient's blood glucose was tested on an ems device but the patient did not recall the results. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up (5/15/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.